Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a calibration error, weak signal, and meter blood glucose now. Customer also reports to have experienced blood glucose versus sensor glucose differences with threshold suspend. Customer's sensor glucose was 92 and blood glucose was actually 512 mg/dl. Customer declined troubleshooting. Customer was advised that transmitter would be replaced. No further information provided